Event description:
Patient presented to the physician with their ipg moving above the incision towards the clavicle. Physician brought the patient into the or and discovered the ipg was in the correct place. The subcutaneous fat was sutured back into the actual incision.